Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.00/+1.0/095 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).